Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch ultra meter would not power on. The pt tests his blood glucose once a day. He manages his diabetes with unspecified pills, and diet and/or exercise. The pt indicated that the alleged meter issue started on three days prior to original date, at an unspecified time. The pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. On an unk date/time after the alleged issue began, the pt claimed that he developed symptoms of frequent urination. The pt denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. It would have been helpful to know the following info: what his last blood glucose reading was before the alleged meter issue began, when the last result was obtained, what date/time the symptoms stared, and actions he took before and after the symptoms developed. The reported meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms suggestive of hyperglycemia after the alleged meter issue began.